Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that no sensing and no capture were observed on the lead. The lead was explanted. The patient was recovering.